Event description:
The target lesion was carotid artery. There is no information about the target characteristics. The patient was female, age unknown. A precise stent was delivered to the lesion with no problem and an angioguard was successfully delivered and retrieved during the procedure. The cas procedure was finished without any abnormality, but the patient developed paralysis on the right arm after the procedure. No symptom was seen during the procedure. The paralysis is recovering, but not completely dissolved. She is in stable condition, and no medical treatment has been given for the paralysis. There is no additional information regarding this case.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.